Manufacturer narrative:
The following devices were also listed in this report: tritanium patella-asymmetric cat# 5552-l-320; lot# jymt. Triathlon p/a cr beaded #4r; cat# 5517f402; lot# h7n3d. Tritanium bplate triathlon s5; cat# 5536b500; lot# ctd38317. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Dr. Revised a triathlon tibial insert performing an I&d due to infection of right knee. Original surgery was (B)(6) 2020.